Manufacturer narrative:
The claim appears to be based on unfounded information. All high severity incidents are reviewed by senior leadership, and there are currently no known cases of death resulting from cybersecurity incidents involving our devices.

Event description:
A social media comment was made claiming that abbott defibrillators and pacemakers have been hacked and that this hacking resulted in death. No further information was provided.